Event description:
Following administration of IV anesthesia for arthroscopic knee surgery, the doctor attempted to initiate mechanical ventilation through the device. The doctor observed that the pt's oxygen saturation had decreased (eventually to 50% although end-tidal co2 was as expected). They also experienced resistance to manual "bagging". Initially it was suspected that the pt was in bronchospasm, so epinephrine was given. When the saturation did not improve, the breathing circuit was removed in order to apply suction via the endotracheal tube. It was then observed that sat returned to normal, in 3 spontaneous breaths. It was then noted that the hypoxia may have been caused by mechanical restriction in the breathing circuit. Upon inspection it was seen that a piece of plastic was occluding the circuit. The pt recovered from the anesthesia and the doctor electred to postpone the procedure. No further sequelae have been reported. The doctor then learned that an employee at the center had been notified of a recall with this product (and lot number) by a pall sales representative in march 2005. This notification had not reached the doctor.